Manufacturer narrative:
Part number associated with device only sold in (B)(6). Investigation could not be concluded as no device was returned.

Event description:
Pt implanted with a proximal femoral nail on (B)(6) 2008 for treatment of trochanteric fracture. Nail broke postop. Six weeks postop, pt was free of weight bearing. On (B)(6) 2008, partial weight bearing was permitted. On (B)(6) 2008, pt felt pain and implant was removed on (B)(6) 2008. X-rays did not reveal broken nail.